Event description:
It was reported that therapy was effective, but the patient experienced an unpleasant / unbearable sensation of heat at the ins implant site and at the lead-extension connection site. The pain was so intense that the patient had to turn off the ins after 3 hours of use. When the ins was turned off the pain disappeared. It was reported that the ins was likely to be explanted and replaced. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's device system was explanted after "many months" of burning sensation. There were no patient symptoms related to the event, and the patient suffered no injury or adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4): lead model 3877, lot# unknown, implanted: 2010-(B)(6), explanted: na; lead model 3998, lot# unknown, implanted: 2011-(B)(6), explanted: na.

Event description:
Additional information received clarified the neurostimulator had been scheduled to be replaced on (B)(6), but the patient fell and broke two ribs on (B)(6). It was noted that the leads were delivering good paresthesias and the patient was satisfied.

Event description:
Additional information received reported that the implantable neurostimulator was scheduled to be replaced on (B)(6) 2012. The replacement did not happen because the patient fell on (B)(6) 2012 and had broken his ribs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Extension model 37081-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2013-(B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the neurostimulato revealed the following: there were no anomalies found. Final device analysis of the extension revealed the following: there were no anomalies found.